Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was 12 mg/dl at the time of incident. The customer reported the insulin pump delivering extra insulin to their body, resulting in the low. The customer was treated with glucose and food for their low blood glucose. The customer's current blood glucose was 94 mg/dl. The most recent set change was the day prior. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement test. Pump passed the dat test at 0.08730 inches. The device was monitored for five days and no unexpected bolus delivery was noted. The device received with cracked case at the reservoir tube lip. The device received with minor scratched display window and case.